Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported redness and irritation at the insertion site, first noticed on (B)(6) 2025. The user indicated that the issue was related to the tegaderm and noted that the symptoms have been improving. The user's hcp is aware of the event and prescribed hydrocortisone cream for treatment. Per dms review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported redness and irritation at the insertion site, first noticed on (B)(6) 2025. The user indicated that the issue was related to the tegaderm and noted that the symptoms have been improving. The user's hcp is aware of the event and prescribed hydrocortisone cream for treatment. Per dms review, the user is currently using the system with up-to-date information.